Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump and transmitter were not in range. Additionally, customer experienced a low blood glucose level of 52 mg/dl. The customer addressed low bg by consuming carbohydrates. The pump and transmitter regained connection after being brought back in range, and customer continued to use pump for insulin therapy.